Event description:
It was reported that during a peripheral artery stenting treatment procedure, balloon fracture occurred. Lower limb angiography was performed. Left and right superficial femoral artery occlusion was evidenced. A 4.50x32mm omega was deployed. But the balloon got fractured and it required an extraction with foreign body. The patient is in recovery. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the distal end of the omega stent delivery system (sds) with stent. There was blood in the inflation lumen and balloon. The distal tip was damaged. The balloon was loosely folded. The stent was detached from the balloon. The stent was stretched with bent stent struts. The midshaft was stretched and separated with numerous kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis could not confirm the reported balloon burst due to the inability to inflate the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the omega stent was used in a peripheral artery. The directions for use (dfu) states; "the omega stent is indicated for treatment of stenotic lesions in native coronary arteries and saphenous vein grafts. The treated lesion length should be less than the nominal stent length (8 mm, 12 mm, 16 mm, 20 mm, 24 mm, 28 mm, or 32 mm) with reference vessel diameters from 2.25 to 4.50 mm.¿ it is possible that the reported use contrary to indications in the dfu contributed to the reported balloon burst and identified damage. The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that during a peripheral artery stenting treatment procedure, balloon fracture occurred. Lower limb angiography was performed. Left and right superficial femoral artery occlusion was evidenced. A 4.50x32mm omega was deployed. But the balloon got fractured and it required an extraction with foreign body. The patient is in recovery. This product is only ous approved but is similar to an approved u.s. Device.